Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. As a result, the customer experienced symptoms described as "could not control themselves", loss of consciousness, and was unable to self-treat. A non-healthcare professional provided the customer with 2 cans of coca-cola, 4 sugar cubes, and 2 tablespoons of strawberry jam for treatment. The customer was seen in a hospital, but no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. As a result, the customer experienced symptoms described as "could not control themselves", loss of consciousness, and was unable to self-treat. A non-healthcare professional provided the customer with 2 cans of coca-cola, 4 sugar cubes, and 2 tablespoons of strawberry jam for treatment. The customer was seen in a hospital, but no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. As a result, the customer experienced symptoms described as "could not control themselves", loss of consciousness, and was unable to self-treat. A non-healthcare professional provided the customer with 2 cans of coca-cola, 4 sugar cubes, and 2 tablespoons of strawberry jam for treatment. The customer was seen in a hospital, but no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visually inspection on the usb/charging cable was performed and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visually inspection on the reader was performed and damaged usb port was observed. Reader did not turn on with button, strip, or usb cable insertion. The damaged usb port prevented the customer from charging the reader which led to the customer observing a blank screen when the battery died. The reader was de-cased and placed into the reader test fixture to download log. Issue is not confirmed to use due to damaged usb port. The adapter has been requested back for an investigation and the customer agreed to return the device. However, adapter has not been received at this time despite follow up attempts by adc. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.